Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the y-site leaked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in safety w/y-site infusion set was returned for investigation. Use residue was observed within the tubing and a dressing was attached to the sample. The sample was flushed with water using a 10 ml syringe and a stream of water was observed to leak from the blue valve at the y-site. Microscopic observation of the leak location revealed the valve to be damaged. Two holes in the blue valve were observed to be near each other. The edges are uneven and the surface of the blue valve appears to be smooth. Based on the description of the reported event and condition of the returned sample, possible contributing factors include damage during use and incompatible device used. Since the y-site was observed to leak, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the y-site leaked.